Event description:
It was reported that the patient had an allergic response. The entire competitor system was explanted along with this right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc st jude lead, implanted (B)(6) 2014. (B)(4).